Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) was confirmed. As received, the monitor belt receptacle wires and monitor case were damaged. Upon evaluation, the monitor belt receptacle was broken off from the monitor case, damaging the case where the belt receptacle attaches. The cause of the report failure is excessive force placed at the receptacle. The root cause for the damaged monitor case is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported a damaged monitor case.